Manufacturer narrative:
Reservoir received and reliability analysis evaluated 1 opened and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test per dop (B)(4) as follows, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime and saw fluid flow through infusion set and out catheter tip. Conclusion is that reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime and a routine set change. Customer's blood glucose was 144 mg/dl at the time of incident. Troubleshooting was done for no delivery and found that the reservoir did not allow the insulin to exit. Customer indicated that another reservoir can be used and was found that worked as designed. Customer was advised to monitor pump and to send back reservoir for analysis. No further information was given.